Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch occurred on the left ventricular (lv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d). Impedance on the epicardial lv lead was found to be greater than 3000 ohms. The health care provider elected to program the crt-d to not use the lv lead. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was performed to address the out of range pacing impedances on the epicardial left ventricular (lv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d). The epicardial lv lead was surgically abandoned. A new transvenous lead was placed in the right ventricular (rv) septum. No additional adverse patient effects were reported. The crt-d remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the evaluation conclusion code has changed.